Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an off no power alarm without a low battery alert. Troubleshooting was performed. The insulin pump alarmed weak battery. The customer was advised to use the correct battery in the insulin pump. The customer's blood sugar is 133 mg/dl.